Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Only the site where interceed was placed were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre, intra- or post-operation? Unk were cultures performed? If so, please provide the results. No. How much and what type of drainage is present in this wound? Unk. Please describe any medical intervention performed including medication name and results. No what is the physician¿s opinion as to the etiology of or contributing factors to this event?a CT scan revealed that an infection had occurred just below the wound where the interceed had been applied, so it was thought that the cause was infection from the interceed. What is the patient's current status? Recovered 4350xl lot number? Unk. Ez10g lot number? Unk.

Event description:
It was reported that a patient underwent a single incision laparoscopic appendectomy procedure on (B)(6) 2024 and the central center was ligated with suture. After dissecting and excision with scissors. The wound was then closed with an absorbable adhesion barrier applied, and infection occurred postoperatively. The patient has discharged. Usually, discharged on the 3rd day of hospital stay, but the patient was recovered and discharged on the 7th day. When the CT was taken because of there was a sign of infection, the infection had occurred just below the wound where the absorbable adhesion barrier was attached, it was different from the location of the appendicitis. So, it was thought that the infection was caused by the barrier. Then, puncture drainage was performed and the patient recovered. The patient had no past medical history. The central was ligated with 2 end-loops, and dissected and removed with scissors. Removal was by single port (lap disc). The absorbable adhesion barrier was attached for wound closure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? 4350xl lot number? Ez10g lot number? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned